Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator(ICD) was found in back up mode. High voltage therapies were disabled as a result. The device was reset and re-programmed successfully. There were no patient consequences.